Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation: (uterus)'), pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *on unknown date blood work was obtained. On (B)(6)2008, the patient had essure inserted. In (B)(6)2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with vomiting and nausea. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("worsening of her anxiety/ psych injury"), alopecia ("hair loss"), fatigue ("chronic fatigue") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), hysterectomy (full). And total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, uterine perforation, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, weight decreased, fungal infection, vaginal infection, anxiety, alopecia, fatigue and weight increased outcome was unknown and the pelvic pain, pregnancy with contraceptive device and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, device dislocation, dysmenorrhoea, fatigue, fungal infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6)2016 (discrepancy noted), at 39 weeks gestation she gave birth to a son, via vaginal delivery. Discrepancy noted in removal date-(B)(6)2013 received treatment for pain, bleeding, psych injury, migration, yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: full occlusion fallopian tubes. Ultrasound scan - on an unknown date: results: four weeks pregnant. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- new events added; abdominal pain, migration, perforation: (uterus) were added. Outcome of event pain from unknown to recovered/resolved was updated. Reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with vomiting and nausea. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal menstruation"), weight decreased ("weight loss"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections") with vaginal discharge, anxiety ("worsening of her anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, weight decreased, fungal infection, vaginal infection, anxiety, alopecia, fatigue and weight increased outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, fungal infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016 (discrepancy noted), at 39 weeks gestation she gave birth to a son, via vaginal delivery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: full occlusion fallopian tubes ultrasound scan - on an unknown date: four weeks pregnant on unknown date blood work was obtained. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.